Manufacturer narrative:
The field service engineer (fse) inspected the unit and could not duplicate customer reported problem. The fse checked the power management board cabling and reseated all connections. The fse reseated battery and verified battery operation traveling on and off elevators. No problem was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion and patient information.

Event description:
The customer reported that the ventilator shut down when rolled over a bump. The customer reported that the unit was in use on patient, there was no patient harm.